Event description:
A false low advia centaur ca 125 ii result was obtained by the customer and considered discordant when compared to the initial test result. The discordant sample was repeated the following day and the results agreed with the initial test result. A new sample was drawn and repeat ca 125 ii testing was performed. There was no report of adverse health consequences due to the discordant advia centaur ca 125 ii result.

Manufacturer narrative:
The cause for the discordant advia centaur ca 125 ii result is unknown. The customer's quality control results was within acceptable limits. The instruction for use (IFU) limitation section states the following note: "do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." No conclusion can be drawn.